Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device contacted the edge of a table, resulting in a cracked display screen, while the device otherwise functioned as expected and blood glucose readings were unaffected. Symptoms included no injury and no adverse clinical effects. Outcomes included no impact to therapy or medical intervention. Investigation included collection of event details and return of the device for assessment. Investigation of this case revealed external physical damage to the display consistent with user-induced impact, with no evidence of internal malfunction or performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage due to impact.